Event description:
The customer reported no audio at their newly installed information center ix product. No patient harm was reported; the device was in use monitoring patients at the time of the occurrence.